Manufacturer narrative:
A ge representative evaluated the system and repaired the system. Ge rep did not report on exact cause of problem, but suspected hard drive or image processor pcb. System operates as intended.

Event description:
Customer reported the system would boot up, but would not produce x-rays. No pt injury was reported.